Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) display is damaged. Battery flex is corroded. Battery release, heart block, and lead flex cover are contaminated. Upper and lower cases, side bail covers, ring cover, and battery drawer are broken. One side bail is missing.

Event description:
It was reported the device was dropped and there was screen damage. The device was returned to the manufacturer for repair, analyzed and tested out of specification. No patient involvement or complications were reported.